Event description:
Two devices (part# cev607) were returned to mxi svc and repair.

Manufacturer narrative:
Device 2: cev607 (lot: 201203mf3) - mfg date: march 2012. The devices (part# cev607) were evaluated and indicated that the blades were blunt and the blank plastic skirts were broken. The blades were blunt resulting from instrument use. Sharpening is necessary. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.